Manufacturer narrative:
Na

Event description:
It was reported that the patient was complaining about a permanent pain -like burning- in the pacemaker pocket. The physician elected to explant and replace the pulse generator.